Event description:
Customer reported the left monitor is black during fluoro. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the image intensifier is bad. Parts are no longer available for this system, customer will need to contract with 3rd party for repair. System operates as intended.